Event description:
It was reported via phone call, that the numbers on the insulin pump scroll, without any input from the customer. The customer also received a button error alarm. Customer's blood glucose level at the time 132 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No display anomaly was noted. No button error alarm was noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. No moisture damage was noted on the electronic assembly or motor assembly. The insulin pump had a scratched reservoir tube window, a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.